Event description:
On (B)(6) 2013, the reporter contacted animas, alleging power (intermittent power). The reporter stated that the pump had randomly rebooted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box indicated that rebooting has occurred. Visual inspection found no damage to the battery cap or battery compartment. The battery cap attached securely to the pump. The pump powered on appropriately with no alarms. The pump was exercised for 24 hours with no power issues or alarms occurring. The battery cap contacts were found to be within specifications. The pump was opened and there was no damage observed to the power circuit. The complaint could not be duplicated on investigation.